Event description:
When connected to the IV bag, the stopcock was opened and fluid came out of the pull tab housing before use.

Manufacturer narrative:
Able to push fluid through fast flush pathway when poppet was not activated (pulled). Poppet appeared tilted and lifted up from the bottom of fluid path (poppet supposed to push against the bottom well of flush device housing when poppet is at close position). Poppet was found misformed (short shot).